Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found multiple m-02 and c-00 errors. The fse then replaced the erbe to address issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the erbe for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the erbe had multiple error after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system displayed multiple erbe integrated electrosurgical unit (iesu) errors. The customer also reported having to reboot the erbe more frequently. An intuitive surgical, inc. (Isi) technical support engineer (tse) reminded the customer that they would have to turn off the erbe separately after the da vinci is powered down at the end of the day. The procedure was completed with no reported injury.